Event description:
It was reported via repair work order that the trolley would not release from the loading position due to deformed transfer lock plates which would not allow a cot to be loaded in powered or manual modes. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.